Event description:
A malfunction alarm with code malf 0 occurred, but no notable events were reported prior to this issue. There was no reported impact on the customer¿s blood glucose level, as the customer declined to answer specific questions regarding this. Technical support assisted the customer in resetting the pump, after which the malfunction did not recur. The customer can continue using the pump and was advised to contact technical support if the issue reappears.